Event description:
It was reported to boston scientific corporation that an autotome rx 39 was being prepared for use in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation outside the patient, upon opening the package, it was noticed that the cutting wire was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.